Event description:
When ortho md was securing a screw in the titanium cup a .10ml tip of the screw driver broke off and was embedded with the screw in the titanium cup of the hip prosthesis. A metal liner is adhered to the cup and the screw and metal tip are encapsulated within the cup. Equipment was inspected prior to the surgical procedure by the surgical tech and was found to be intact. This was not operator error but equipment malfunction. FDA and ecri submission completed.